Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available to date after requests for patient information on 05/16/22 and 05/17/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4) device evaluation anticipated, but not yet begun

Event description:
The hospital reported the unit shutdown while on battery power during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue.